Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that his onetouch ultra2 meter started to give him inaccurate high meter readings at 10 am on (B) (6) 2010. The patient reported a "388 mg/dl" blood glucose result from the subject meter, which he felt was inaccurately high compared to his feelings/normal readings. It was noted that the patient did not take any actions in response to the "388 mg/dl" in regards to his diabetes routine. He claimed that 15 minutes after the alleged issue began, he became shaky, "little" dizzy, and had a headache; however, he denied receiving any form of treatment that was above and beyond his normal diabetes routine. No other blood glucose results were reported. It was noted that the patient takes fixed dosages of insulin. It would be helpful to confirm if the patient took no actions in regards to his diabetes routine after the "388 mg/dl" was obtained, if his symptoms were typical of high or low blood glucose symptoms, if his symptoms were due to another existing condition, how long the symptoms lasted, and if he treated the symptoms. According to the troubleshooting performed with customer service, the meter was miscoded, which can attribute to inaccurate meter results. The customer service representative attempted to walk the patient through a control solution test but the patient did not have any control solution. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after obtaining an alleged inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.